Event description:
The distributor reported that during cervical spine surgery, the surgeon had a difficult time loading the locking cap to the screws and heard a "distinctive pop" when trying to lock in the caps. The surgeon removed all the hardware and used a competitor's hardware instead. Surgery was completed with no harm to patient. There was a 20 to 30 minute delay due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.